Event description:
Related manufacturing ref: 3005334138-2021-00175, 3008452825-2021-00183. During a left sided pulmonary vein contraction procedure, a tamponade occurred. The patient became hypotensive, adrenaline was administered and the patients blood pressure increased only transiently. An echo was revealed a cardiac perforation and the patient was taken to surgery, however, the site of the perforation could not be located. The patient is recovering. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.